Event description:
Enseal sealer by ethicon jaw broke off inside the pt's abdomen. The tip was recovered. No harm came to the pt. Another enseal was opened and the defective one was sent back to the MFR for credit and investigation.